Manufacturer narrative:
Internal file number - (B)(4). Correction: device coding 1212 removed. Evaluation summary: the device was returned for analysis. The reported tip damage was not confirmed; however, a non-abbott metal piece was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of occlusion and vascular injury (tissue damage) are listed as potential adverse events of use of the device. The reported detached tip was not confirmed; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the tavr procedure was completed and the arteriotomy was closed. Post-procedure there was no blood flow in leg. An angiogram was performed to confirm occlusion. The vessel was attempted to be cleared with a balloon. Some flow was recovered. After resecting the vessel, a possible metal needle tip was found in the vessel and was removed. A patch was attempted to repair and close the artery; however, the damage was too severe. A graft was used to repair the artery and surgical closure was used to achieve hemostasis. Medication was increased as the procedure was one hour longer than expected. Hospitalization was prolonged; the patient was discharged on (B)(6) 2019. There was a clinically significant delay in the procedure and therapy. The patient was readmitted on (B)(6) 2019 for a fever that was felt, by the physician, to be a post-anesthesia fever. Blood culture results showed no growth. The patient was discharged on (B)(6) 2019. No additional information was provided.